Event description:
It was reported, the patient presented in the emergency room due to chest discomfort. X-ray imaging was performed and revealed a cardiac perforation due to the right ventricular (rv) lead becoming dislodged. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were cardiac perforation and lead dislodgement. As received, a complete lead was returned in one piece. Visual examination of the lead found the helix was extended and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to retract and extend. The measured full helix extension length was within specification. The tip stiffness test was performed and all results were within specifications.